Event description:
The customer contacted baxter's service center regarding air in tubing (without alarm) which occurred on the homechoice (hc) during dwell 2. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connection. No patient extension lines were in use. The patient had not disconnected prior to the alarm. The supplies had not been damaged by an outlet port clamp or assist device. No alarms had gone off, but the care giver (cg) stated that the heater bag had disconnected in dwell 2. The cg stated that her registered nurse (rn) had her stacking the bags on the hc in a weird way (she stated that the heater bag was on the tray and the end of it overlaps onto a supply bag). The technical service representative (tsr) explained the proper way to set up the hc per the patient at home guide, and that the unusual bag placement probably caused the bag to disconnect. The cg stated that she ended therapy on the hc already but wanted to call and report the issue. The tsr advised the cg to call the rn in the next 24 hours and let her know what happened. The cg stated that the home patient would finish manually. The cg understood. Proper procedures were reviewed. There were no samples or lot numbers available. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a air in tubing (without alarm) was confirmed. The root cause was use error. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. The label review found the labeling adequate for the use error in this complaint.